Event description:
It was reported that during a rotational atherectomy and stenting procedure, sheath damage occurred. The lesion was located in the left anterior descending artery. Initially, poba with a 2.5 x 20 non-bsc balloon was attempted without success. Then a 1.25mm rotablator burr was used successfully for 73 seconds. The physician then upsized to a 1.75mm burr. The physician completed two runs of ablation with the 1.75mm rotablator burr for 107 seconds. During removal, the physician encountered difficulty with the system remaining in dynaglide mode, attributing it to damage to the catheter sheath. However, there was no difficulty removing the device, and the ablation portion of this procedure was successfully completed with this device. The physician went on to predilate with non bsc balloons and placed 2 non-bsc drug eluting stents, 3.0 x 28mm and 3.5 x 28mm and post dilated with non-bsc balloons. No patient complications were reported, and patient status was reported as 'ok'.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.